Event description:
Patient required femoral cannulation due to difficulties with venous access (possibly for intravenous feeding). During the procedure the femoral artery was cannulated in error. Following successful cannulation of the femoral vein, the abbocath was removed. On removing this cannula only the blue hub and small catheter was evident. The remaining portion was left in artery causing partial ischemia to the leg. This was resolved with surgical removal. Further information states the patient's leg became blue, mottled and cold and x-rays were taken. The patient was taken to theatre for removal of the portion of the catheter. The leg improved immediately and after one day the ischemia had grossly resolved. The patient was transferred back to the referring hospital and at time of discharge, no sequelae from the event were noted.